Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The reported problem was confirmed. Customer did not respond, quote is expired. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's battery does not charge. There was no patient involvement.